Event description:
On (B)(6) 2024 I received a surgery to implant a nonfunctioning curonix freedom peripheral nerve stimulator at (B)(6) hospital. To be explicit - I don't mean that the curonix did not help my pain in my specific circumstance, but that the device did not work at all and was essentially a nonfunctioning piece of plastic and metal. After spending (B)(6) in constant conversation with the curonix representatives and receiving various remotes with various settings in the mail, I finally had an in-person appointment with a curonix rep and a nearby doctor who implants peripheral nerve stimulator down in (B)(6) on (B)(6) 2024. There the rep confirmed that the device was completely nonfunctional and not emitting any stimulation at any setting. I then had to have a surgery on (B)(6) 2025 to explant the nonfunctioning device so that I could receive further treatment. To summarize, I had to pay out of pocket (30k) for two surgeries, the first an extremely painful implantation of a nonfunctioning piece of plastic and metal and the second a thankfully less painful explant of the same device. The risk that this device would possibly not help with my pain was something that I was well aware of and consented to. What I cannot accept is the idea that curonix is producing completely nonfunctioning medical devices, presumably mixed in with devices that do emit stimulation. I am not sure if the device never worked or worked for only one or two hours, but I do know that besides a light stimulation that I possibly felt for a few moments while coming out of anesthesia, I never felt any stimulation from the device. These are expensive and painful surgeries performed on patients who are largely disabled and elderly. Curonix should not be allowed to profit off of us using sham devices.